Event description:
It was reported to boston scientific via an article published in the cereus journal that a study was conducted to compare patient-reported outcomes of minimally invasive treatments for lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph), specifically transurethral water vapor therapy (rezum) and prostatic urethral lift (urolift), between january 2019 and june 2022. Outcomes were compared between 80 rezum-treated patients and 68 urolifttreated patients. Patients who underwent rezum, reported worse initial urinary symptoms and better post-procedural urinary symptoms and quality of life compared to those who underwent urolift. Two patients who underwent rezum required secondary procedures, one rezum and one transurethral resection of the prostate (turp), while a total of five patients who underwent urolift required secondary procedures (five turp). This report refers to the patient who required an additional rezum treatment.

Manufacturer narrative:
B3 date of event. The study started on january 2019; the event date was approximated to the first date of the month. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Wong k, kop m , lee f (november 26, 2024) comparing patient-reported outcomes following the minimally invasive treatment of benign prostatic hyperplasia (bph)-related lower urinary tract symptoms: rezum versus urolift. Cureus 16(11): e74532. Doi 10.7759/cureus.74532.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. (B)(6). ((B)(6) 2024) comparing patient-reported outcomes following the minimally invasive treatment of benign prostatic hyperplasia (bph)-related lower urinary tract symptoms: rezum versus urolift. Cureus 16(11): e74532. Doi 10.7759/cureus.74532.

Event description:
It was reported to boston scientific via an article published in the cereus journal that a study was conducted to compare patient-reported outcomes of minimally invasive treatments for lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph), specifically transurethral water vapor therapy (rezum) and prostatic urethral lift (urolift), between (B)(6) 2019 and (B)(6) 2022. Outcomes were compared between 80 rezum-treated patients and 68 urolifttreated patients. Patients who underwent rezum, reported worse initial urinary symptoms and better post-procedural urinary symptoms and quality of life compared to those who underwent urolift. Two patients who underwent rezum required secondary procedures, one rezum and one transurethral resection of the prostate (turp), while a total of five patients who underwent urolift required secondary procedures (five turp). This complaint refers to the patient who required an additional rezum treatment.